Event description:
The customer was trouble shooting the powervar uninterruptible power supply (ups), which had shorted out. At this time a green mass was noticed what appeared to come from the left side of the ups. Further investigation revealed (the green mass) to be a leak in the waste line tubing of the coulter lh 750 hematology analyzer. The potential for safety hazard, biohazard and chemical exposure with the reported incident was present. The operator was wearing personal protective equipment (ppe) consisting of lab coat, gloves and eye protection at the time of the incident. The lab's exposure control or risk mgmt plans are in place. There was no exposure to mucous membranes or open lesions. No injuries occurred and medical attention was not sought as a result of this event. No reports of death or serious injury, and no affect to operator safety as a result of this event.

Manufacturer narrative:
Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable lab attire when operating or maintaining this or any other automated lab analyzer. The ups listed in accordance with: (B)(4) (second edition) (USA) and (B)(4). The field service engineer (fse) found extensive dried liquid on the left side of the ups. In addition there was a small pinhole leak in the waste line tubing of the lh 750 hematology analyzer. The leak was right where the waste line and the floor drain touched. The leak was small; however, the waste shot out with some force right to where the ups was located. Based on the observations there is not evidence the battery inside the ups had leaked. The wast line on the lh 750 hematology analyzer and the ups unit were replaced. Based on the available info, the root cause for the ups shorting out was a pinhole leak in the analyzer's wasteline that had leaked onto the ups causing the ups to short. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events.